Manufacturer narrative:
The insulin pump was received with currents with in specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery during the manual prime process. The patient's blood glucose at the time of incident was 436 mg/dl, which she treated via manual insulin injection. Troubleshooting was initiated for the no delivery issue. The customer disconnected and reconnected the same reservoir and infusion set and the customer was able to manually push insulin through the tubing via plunger push. However, when the device was rewound and the reservoir was reinserted, the manual priming process failed: the insulin pump alarmed no delivery. The insulin pump was returned for analysis.